Event description:
It was reported that when the device used during a laparoscopic gastric bypass procedure, it would not fire. Another device was used to complete the case. There was no consequence to pt.